Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the inserter broke when the surgeon was implanting the anchor. The anchor was removed from the patient and another ar-1530bc was used to complete the scapholunate wrist case.